Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7261911. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200724044] noted that did not pertain to the complaint.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 500 china needle was blocked during injection. The following information was provided by the initial reporter: patient came to the hospital for treatment on the third day of recurrence of herpes simplex for 5-6 years. The doctor ordered 0.9%ns2.5ml+ lidocaine hydrochloride injection 2.5ml+ ganciclovir 0.15g to be injected into the left buttock of the affected area. If the needle is blocked during injection, replace the syringe and inject again.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 500 china needle was blocked during injection. The following information was provided by the initial reporter: patient came to the hospital for treatment on the third day of recurrence of (B)(6) for 5-6 years. The doctor ordered 0.9%ns2.5ml+ lidocaine hydrochloride injection 2.5ml+ ganciclovir 0.15g to be injected into the left buttock of the affected area. If the needle is blocked during injection, replace the syringe and inject again.